Event description:
It has been reported to philips that the system restarted and is down. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that there was issue during the system startup due to a defect on host pc mother board. Review of the log file showed that there was a malfunction and the software crashed. The fse replaced the host pc and rebooted the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.